Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose went below 40 mg/dl and no delivery alarms had been received on the insulin pump. The sensor on the insulin pump was adjusted to alert the customer sooner before his blood glucose goes low. It was stated that the no delivery alarm was resolved with an infusion set change. Troubleshooting was not possible, as the event had occurred in the past. The customer reportedly had three pancreas transplants, two heart attacks and was considered deceased before being revived without sustaining any brain damage, but it was stated that there was no concern with the insulin pump and the customer was new to insulin pump therapy. Nothing further reported.